Event description:
It was reported that a user manually delivered six units of fast-acting subcutaneous insulin by pen without disconnecting or pausing the ilet with a reported blood glucose of 347 mg/dl, after which an agent provided troubleshooting and education on best practices for external insulin use while on ilet. No adverse clinical symptoms reported. Outcomes included no alarms, no hospitalization, and no additional assistance needed. Investigation included user communication on correct use. Investigation of this case revealed user error related to concurrent external insulin administration while the ilet remained active, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was improper use by the user.

Manufacturer narrative:
Initial.